Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10mg/ml; 0.48mg/day via an implantable pump. Indication for use was spinal pain and chronic low back pain. Other medications the patient was taking at time of the event were not available. Patient weight and medical history was asked and will not be made available. The date of the event was (B)(6). It was reported the patient was having a lumbar fusion a level above her existing fusion. The catheter was cut during the concurrent lumbar fusion surgery. The spinal segment of the catheter was replaced (B)(6). The explanted catheter was discarded. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Spinal hardware and scar tissue prohibited the physician from getting the catheter thru the dura. The 8782 will be returned to the manufacturer as it was discarded.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8782 lot# serial# unknown implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the physician was unable to revise the catheter; they attempted to use an 8782 catheter but were unable to get it in the dura so they left the original catheter. The physician decided to program the pump to minimum rate mode and replace the spinal portion of the catheter at a later date. No further complications were reported/anticipated.